Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information was received that after the initial implant of the new device, the patient experienced post-surgical pocket hemorrhage, which required the repair of the suture site, and may have contributed to the infection. There were no additional adverse effects reported.